Event description:
It was reported that in 2005, an incident occurred involving a 10x40 acculink stent, while enrolling their first pt into the spider trial by ev3. Upon initial angiograms taken of the carotid system, the physician noted a significant calcified stenosis of 95% to the left internal carotid artery with moderate tortuosity. Upon advancement of the 7fr sheath, the pt experienced a brief episode of bradycardia. The pt responded to a command to squeeze the ball and was verbally responsive, during the sheath placement. Another company's 7mm non-centered embolic protection filter basket was advanced into the left internal carotid artery, distal to the stenosis. A 4.0x40 viatrac plus balloon catheter was used for pre-dilatation and a 10x40 acculink stent was deployed successfully. The pt continued to squeeze the ball and was verbally responsive upon request after the stent was deployed. Post-dilatation was performed with a 6.5x20 viatrac plus balloon catheter and the pt was then unable to squeeze the ball in their right hand, but no hemodynamic changes were noted. The other company's non-centered filter basket was removed without incident. It was stated that the pt experienced "post expressive aphasia" and will remain hospitalized. Confirmation by CT scan showed a non-hemorrhagic infarct to the parietal lobe and continued signs of "expressive aphasia" also known as broca's aphasia.